Event description:
It was reported that gauge inaccuracy occurred. The patient presented with a renal stone for retrograde intrarenal surgery. An encore 26 inflation device was selected for use. During the procedure, it was noted that the gauge needle stopped at 8atm even though the pressure continued to increase to the concomitant device. It was replaced with another encore 26; however, the same issue occurred. The procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.